Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage to the keypad was observed. The keypad symbols were worn, which has no effect on insulin delivery. During testing, all keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was found along the battery compartment. Additionally, the audio bolus button cover was torn, but the button still responded properly; this also has no effect on insulin delivery.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the patient had difficulty getting a response from the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.